Manufacturer narrative:
The device was returned in a contradictory condition from the reported event. Evaluation of the returned device was completed, and as received, the implant coil was not attached at the distal end of the pushwire within the introducer sheath and was missing. The pushwire was found bent at the proximal end. Under the microscope, a portion of the detach element was still found attached and extending out from the distal end of the pushwire. All other subassemblies appeared to be normal and no other anomalies were observed. Without implant coil returned we were unable to determine the coil separation. It is likely that the pushwire became bent and the implant coil broke from the pushwire due to the movement of the coil against the reported resistance. It is possible that the implant coil became lost during shipping back to medtronic for evaluation. All coils are 100% inspected for damages and irregularities during manufacture. The axium prime coil instructions for use (IFU) issues the following: warnings: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." Also, ¿damaged implant delivery pusher and/or coils may affect coil delivery to, and stability inside, the vessel or aneurysm, possibly resulting in coil migration or stretching. Related mdrs for this event: 2029214-2017-01184, 2029214-2017-01185 .

Event description:
Medtronic received information that during coiling treatment of a small ruptured, saccular, anterior communicating artery (acom) aneurysm (6.5mmx3mm), this axium prime coil experienced resistance in the catheter and stretched. No patient complications were reported. It was reported that first coil axium prime 3d was selected and pushed through microcatheter. While pushing the coil, there was lot of resistance and the coil could not advance further. When pulling the coil back, the coil stretched completely. Additional coils were implanted successfully and the procedure was completed. Evaluation of the returned device found that the implant coil was stretched and had detached from the pushwire. Follow up conducted based on device condition upon return confirmed that the coil separation was noticed while removing from the microcatheter.